Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 515 mg/dl. Customer was treated with bolus after changing site. The customer reported that there was blood at site. It was reported that the site was bleeding and it was painful. Site was painful. Customer reported that they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.